Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to a ribbon cable that was not properly seated on the analog board. The cable was reseated to correct the report. It is unknown how the cable became disconnected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.